Event description:
A distributor complaint was reported for an event that occurred on september 17, 2025, involving a 20a alarm related to a cartridge in france. There was no adverse impact on the customer's blood glucose level, and it was confirmed that no alarms, including the 20a alarm, were recorded in the pump¿s history. The distributor is awaiting the return of the pump for further examination, and a replacement pump has already been arranged.